Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was explanted due to increased thresholds. During the lead revision the physician was not able to retract and extend the helix and the lead was replaced. The patient did not experience any symptoms.